Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt was without stimulation and the ipg was showing 'low ipg' error. When the flag was cleared, the programmer showed various error codes. Attempts to follow up with the pt have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.